Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('on becoming e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cystitis ("bladder infection"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and cystitis outcome was unknown. The reporter provided no causality assessment for cystitis with essure. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: bladder infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: information received via social media. New event added: bladder infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('on becoming e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction adverse event nos replaced with new event added medical device removal. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.